Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60b reload was returned sterile. The returned reload was opened and the reload pan was noted to be partially dislodged at the distal end and 8 double drivers and 1 single driver out of position. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that there were foreign particles found inside the product pack. There were no patient consequences.